Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the site had tried to clean the endoscope because the image seemed off/appeared distorted. Despite the issue, there was no patient harm. Isi has received the endoscope for evaluation, but evaluation has not been completed as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the customer contacted intuitive surgical, inc. (Isi) technical service engineer (tse) and reported that they had no errors on the system, but the 0-degee endoscope plus image was off. The caller stated the image caused the surgeon to feel dizzy. Tse advised the customer to try a new endoscope. The caller stated they would try another endoscope. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product involved with this complaint to perform failure analysis. Therefore, the root cause of the customer reported failure mode has not been determined.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 0-degree endoscope plus for failure analysis investigation. The endoscope was analyzed and found to have fail the focus test. The endoscope failed focus at a working distance all distances on left eye. Additional observation(s) not reported by site: the endoscope was evaluated and placed on a diagnostic tester or equivalent for functional testing. The light leakage test or equivalent was performed to detect if any image quality defect(s) were detected I either or both eyes. The endoscope was found with an artifact(s) in right eye. The endoscope was visually inspected and found with cosmetic damage. During inspection of the endoscope cable integrated connector, the cab integrated connector housing exhibited discoloration. Visual inspection confirmed. The endoscope was disassembled and the camera module was visually inspected and placed on an internal tester and failed. The camera module failed mtf test. The endoscope was visually inspected and/or placed on in-house system and detected with a camera module issue. The endoscope was disassembled, and camera module was visually inspected for damage and/or placed on a diagnostic tester. The camera module exhibited lens detached. The probable root cause of the image issue is attributed to damage during use or improper handling. Accidental drops of the endoscope, inadvertent collisions with hard surfaces, or improper cleaning during reprocessing can result in damaged optical components.

Event description:
Refer to h11 for follow-up information.